Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, de novo, mid left anterior descending (lad) artery, the 3.0 x 20 mm nc trek balloon dilatation catheter (bdc) was being advanced against resistance, when the mid-shaft separated, outside of the anatomy. The device was easily removed and a second nc trek was used in the procedure without reported issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.